Event description:
It was reported that the pump was giving an alarm error with some type of motor failure. Per reporter, the event occurred before infusion. There was no patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed and the reported issue was confirmed in the event history. A motor rate error was found in the history log. The main cause of the customer's complaints was the worn-out clutch parts. The clutch components were replaced to address this issue.